Event description:
Hosp advised that a 3.3 liter container of a chemotherapy drug was set up to infuse at a rate of 140cc/hr., as a 24 hour infusion. The infusion completed in approximately 21 hours. There was no pt consequence. The pump serial number was not identified.